Event description:
Physical therapist was removing a lower extremity cast. The blade felt warm after a short period of time. The cast was removed in approx 20 to 30 second increments to allow cooling. When the cast was removed, a small reddened area was present on the pt 's r distal lateral tibial area. Antibiotic ointment was immediately applied. Md was notified. Dr requested tegaderm to be applied prior to recasting later in the day.